Manufacturer narrative:
Other, other text: pvc - portex tubes blue line ultra (blu) pictures was returned for analysis. Visual inspection performed, and product found used sample inside a plastic bag. According to the investigation, no conditions were detected by the pictures provided that could cause the failure mode reported, the complaint was not confirmed. No root cause could be determined since the complaint was not confirmed, however current process mitigation for the failure mode reported were referred. No corrective actions are required since the complaint for the attached pictures was not confirmed.

Manufacturer narrative:
Only the year (2021) of the event date is known. (B)(6). (B)(4). Device evaluation in progress.

Event description:
It was reported that an air leak was observed while the portex tracheostomy tube was in use. No patient injury or complications were reported in relation to this event.